Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The product sample consisted of one incomplete catheter of product 14.5 fr tal palindrome with slots catheter, 55 cm implant length, 72 cm overall length. A visual inspection was performed and the catheter was cut approximately 4 cm below the hub and a hole was found on the joint of the catheter below the hub. The sample was submitted to an underwater test and bubbles were detected coming out from below the hub, from the lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. Do not use acetone on any part of the catheter. The device was in use for 2 years and 3 months. The device was more likely damaged during use. The most probable root cause can be due to the use of cleaning agents or excessive force. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in they junction (bifurcate) during a hemodialysis procedure. The initial placement date was (B)(6) 2013. The incident occurred on (B)(6) 2015. The catheter was pulled and replaced. There was no injury to the patient.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.